Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced ventricular undersensing on tachycardia and pause episodes. It was further noted as the icm classified termination of events, the arrhythmia appeared to continue. The icm remains in use. No patient complications have been reported as a result of this event.